Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2024. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The product was evaluated. An external visual inspection was performed and no damage found. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional product information. D4 model no: - additional information. D4 lot no: - additional information. D4 expiration date - additional information. D4 UDI: - additional information. H2 type of follow up: - additional information. H4 device mfg date ¿ additional information. H6: - additional information.

Event description:
Subsequent to the initial MDR, additional information is available.